Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number (B)(6)) causing the patient to feel small shocks when in contact with bare skin was unable to be confirmed through this analysis. No products were returned for further evaluation. Submitted log files captured no notable events and found the pump to be operating as intended. The investigation also noted minor damage to system controller housing. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook , are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate patient handbook section 4 ¿ ¿living with the heartmate 3¿ and heartmate 3 IFU section 6 ¿ ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. The heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works,¿ section 3 ¿ ¿powering the system,¿ section 4 ¿ ¿living with the heartmate 3,¿ and section 6 ¿ ¿equipment management¿ instructs the user on how to properly maintain their equipment, including the system controller, in such ways that would avoid the user feeling an electrical shock. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
They plan on exchanging the system controller during hospital follow up appointment. They were waiting for a therapeutic (inr). They can return the product once exchanged.

Manufacturer narrative:
Section a4 : information was not provided. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was receiving small shocks when the system controller touches the bare skin on abdomen, thigh, or arm. It did not happen when touching with bare hands. The ventricular assist device coordinator was not able to recreate while handling. There was some paint missing from the case of the system controller.